Event description:
It was reported that the physician's hand held battery appeared damaged, and that it would not longer charge when plugged in. The physician was unsure how the event may have occurred. The site also stated that they 'have the impression that the battery exploded". No injuries were caused by the alleged damaged hand held battery. Good faith attempts to obtain the hand held for analysis have been made, but the device has not been returned to date.